Event description:
It was reported that 1 bd insyte¿ autoguard¿ shielded IV catheter each from lots 2005357 and 1245066 leaked during use. The following information was provided by the initial reporter: leaked when used.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2005357, medical device expiration date: 31-dec-2024, device manufacture date: 06-jan-2022. Medical device lot #: 1245066, medical device expiration date: 31-aug-2024, device manufacture date: 02-sep-2021. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insyte¿ autoguard¿ shielded IV catheter each from lots 2005357 and 1245066 leaked during use. The following information was provided by the initial reporter: "leaked when used."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-aug-2022. H6: investigation summary bd received 289 sealed 22 gauge insyte autoguard winged units from lots 2005357 and 1245066. Two hundred units were received for lot 2005357 and eighty-nine units were received for lot 1245066. A review of the device history record was performed for both lots and no quality issues were found during production. Our quality engineer randomly selected 125 units from lot 2005357 and all 89 units from lot 1245066 for visual inspection and testing. During visual inspection no damage was observed to the units. Next, a functional leak test was performed and no leakage was observed coming from any of the units. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects could be identified a definitive root cause could not be determined.